Event description:
Caller states the patient tested 5.8 inr on the coaguchek system and 4.4 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.